Manufacturer narrative:
Injected into patient.

Event description:
It was reported by the sales rep that a tiny amount of cement extravasated during a kyphoplasty procedure. The procedure was completed successfully and no adverse consequences were reported. An estimated 3 days after the kyphoplasty procedure, the patient was admitted to the hospital for side-effects associated with the use of cocaine. During the patient's exam, a CT scan showed a tiny amount of cement in the patient's lung. No further consequences related to the cement have been reported.